Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a diaphragm jump when the left ventricular (lv) lead could pace. It was noted that the left ventricular (lv) lead also could not pace and had high threshold measurements. Another lv lead was attempted, but with the same issue. Both leads were not used, and another lead was implanted. No further patient complications have been reported as a result of this event.